Event description:
It was reported that the right ventricular (rv) lead had increasing and high impedance, high threshold and intermittent capture. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.